Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was over 482 mg/dl. The customer did not provide information about symptoms and treatment. Customer states the insulin pump had cosmetic damage. The insulin pump was cracked at battery side. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads and cracked case behind the pump near the battery compartment.